Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported complications and problems with their deep brain stimulation (dbs) symptoms snowballing today. It was stated they were feeling terrible and had a slight tremor, but it wasn¿t as bad as before they got the dbs. It was noted they had dbs on the right and left sides. It was stated they had a major fall and blew out their shoulder in (B)(6) 2016. It was stated they had shoulder ball and joint replacement. It was noted that the therapy status results were stimulation on. The right side said on/ok and the left side said on/ok/2.4. It was stated they had the ability to change the stimulation and to increase to 2.6, but it wasn¿t something they typically did. The patient was implanted for parkinson¿s dual and movement disorders.